Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed the bicarbonate buffer test. The sensor passed with accurate readings. A cannula split from the tubing was also found.

Event description:
The customer called in to report a calibration error alert, that the insulin pump went into threshold suspend, and the tip of the sensor was slightly curved. The customer's blood glucose level was 151 mg/dl. The customer was advised to remove and change out the sensor with the issue. The customer's sensor was replaced and returned.